Manufacturer narrative:
(B)(4). The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations section that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under separate medwatch manufacturer report.

Event description:
It was reported that after an interventional peripheral procedure of the leg, arteriotomy closure of a mildly calcified common femoral artery was attempted using two perclose proglide devices. Reportedly, needle-to-cuff miss was observed. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss was observed. Manual arterial compression was applied to achieve hemostasis. The physician believed that the needles deflected due to the mild vessel calcification. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.